Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to pyxis. A technical support specialist (tss) connected to the affected station and observed no issues, confirming that the station was communicating properly with the server. The tss then accessed the server, verified that system messages were current, and contacted the customer to obtain patient details for validation. The tss confirmed that the patient profile in the system matched the provided identifier and noted that the reported order was marked as discontinued. The tss identified that duplicate profiles existed on the customer side and advised coordination with the admission, discharge, and transfer team to resend orders to the correct patient profile. The tss informed that the case would remain open for monitoring and would be closed if no further issues were reported within the defined timeframe, which was acknowledged by the customer. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system orders were not crossing over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.